Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the active directory messages were not crossing. A technical support specialist dialed into the carefusion coordination engine (cce) and found that all carefusion coordination engine (cce) services had been stopped, and structured query language (sql) server was not running. When structured query language (sql) server was manually started, it immediately stopped again and displayed an error message indicating the failure. After reviewing the situation, the carefusion coordination engine (cce) services were started, and message activity was observed, confirming that messages were crossing and draining normally once services were restored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server the active directory messages failed to cross over in supply. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.